Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a percutaneous intervention was being performed in the heavily tortuous, left anterior descending (lad) coronary artery, heavily calcified lesion. The multilink stent delivery system failed to cross the lesion due to anatomy. Reportedly, device issues such as a shaft separation or stent dislodgement occurred and these issues did not occur while inside the patient's anatomy. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). It was initially reported the device was returning. Subsequently, the device was reportedly lost in shipment and did not return to abbott vascular. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the heavily tortuous, heavily calcified lesion during advancement resulting in the reported failure to advance. Further manipulation of the device (inadvertent mishandling) outside of the anatomy likely contributed to the reported detachment and/or dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.